Event description:
It was reported that the patient had a lead revision due to high defibrillation thresholds (dfts). The day after the lead revision, the device indicated the short interval counter (sic) to be 440, with 2 nst episodes with possible oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. The performance data collected from the device was analyzed and revealed interference/noise. 440 short interval counts were seen (v-sic < 140ms) between (B)(6), 2010 21:54:59 and (B)(6), 2010 08:04:08. Four patient alerts for delivery of n shocks on (B)(6), 2010 between time 15:43:13 and 16:47:15". There was an impedance increase: the daily impedance trend data ventricular pace bipolar impedance increased from 418 to 893 ohms between (B)(6), 2010 and (B)(6), 2010.